Event description:
The customer reported, the 6800 system will not boot. No patient injury was reported.

Manufacturer narrative:
The service rep disconnected the ir port from the communication line. The system operates as intended.